Event description:
It was reported that the patient was experiencing a hot sensation in or around the implantable neurostimulator (ins) pocket and the recharger antenna during recharging. It was further reported that when the patient recharged the battery it gets very hot. It was noted that the patient was using the recharging belt, and it was suggested that the patient not use the belt. It was further noted that the patient did not get the antenna too hot screen on the recharger. It was further noted that this has been gradually getting worse over the past 1.5 years. The patient also noted that when they were using the belt it seemed like it was recharging a long time; and when they recharged without the belt on the day prior to the report the patient had all coupling bars and it took ¿about one hour and 10 minutes to recharge.¿ it was also reported that the area was very painful. It was further reported that the battery pa ck is too close to the skin and it was noted that it protrudes. The patient¿s physician reportedly stated that the battery is too close and ¿maybe only two millimeters under the skin and a new pocket may be needed.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3587a25, lot # n067274n02, implanted: (B)(6) 2009, product type lead; product ID 3587a25, lot # n067274n02, implanted: (B)(6) 2009, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).